Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the external iliac artery. A non-abbott stent was implanted. The 6.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced for post dilatation however the balloon ruptured at 20 atmospheres. Another armada was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot of specific quality issue. The investigation determined the reported balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.